Manufacturer narrative:
Update: d9, h3, h6. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The device overheated at the user facility. No medical intervention and no adverse consequences were reported with this event. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
The device overheated at the user facility. No medical intervention and no adverse consequences were reported with this event. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.